Manufacturer narrative:
Part 357.377, lot 7681974: release to warehouse date: october 22, 2014. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during a procedure while the helical blade was being impacted, the end of the coupling screw being used broke off, and hit the floor. The helical blade was still managed to be put in position. A wrench was used to detach the coupling screw from the blade. The procedure was successfully completed with no medical intervention needed. Concomitant device reported: helical blade (part unknown, lot unknown, quantity 1); impaction instrument (part unknown, lot unknown, quantity 1). This report is for a helical blade coupling screw. This is report 1 of 1 for (B)(4).